Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2005.

Event description:
It was reported that an intracardiac thrombus was suspected and that a cardiac ventricular thrombosis was present. The right ventricular (rv) lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.